Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer¿s blood glucose level was over 400mg/dl. Customer stated that insulin pump was off and did not connect again. Customer also confirmed there was no damage plus battery were new. Use of auto mode during high blood glucose event was unknown. Insulin pump will not be returned for analysis.